Event description:
It was reported that during a planned surgery for nail removal, the threaded part of the devices deformed/broke. The tips from the devices do not remain in the patient's body, however the slotted part of the lag screw also broke off and the pieces remain inside the patient body. It was attempted to removed the pieces using an easy out but it did not mate to the lag screw. The procedure was concluded without removing the nail and lag screw. The pieces from lag screw remains. A 60 min delay was reported. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threads on the retaining rod are heavily damaged, rendering the device inoperable. The device was manufactured in 2018 and shows signs of extensive use. A medical investigation was conducted and confirms the single photo confirms the stated failure. Based on the product evaluation, aged related wear was the likely cause of reported breakage. However, we cannot rule out a procedural event vs user error as a contributing factor. The lag screw and the nail are both implantable and we cannot rule out the possibility of MRI restrictions, local irritation, migration or micromotion of the retained pieces. Since, the reported sixty- minute delay did not result in harm to the patient. No further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.